Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular channel exhibited noise. Abnormal electrograms were observed when the clinician attempted to recreate the noise via isometric testing. The clinician was unable to determined if the pacemaker or lead contributed to the anomaly. The device was reprogrammed to addressed the noise oversensing. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-13589